Event description:
It was reported to philips the device failed to pass 12 leads ECG. There was no reported patient involvement.

Event description:
It was reported to philips the device failed to pass 12 leads ECG. There was no reported patient involvement.